Event description:
It was reported that a small leak was noted in the client's fanny pack. When asked, the client reported the tubing was leaking and they applied a small piece of tape near cassette. No injury reported.

Manufacturer narrative:
No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d4: correction: model number: should have been initially reported as blank.